Event description:
The patient's generator was replaced. No further relevant information has been received to date.

Event description:
It was reported that the patient had a change in medication and was initially doing well but recently had a recurrence of seizures, and she also is not feeling the vns going off anymore. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.